Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd; implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead¿s thresholds were increasing with poor sensing. The rv lead also had undersensing at times. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.